Event description:
It was reported that during an embolectomy procedure, the balloon catheter ruptured while removing a blood clot. The same issue occurred for two devices during use. Prior to use, the device was checked for balloon functionality; no leakage was observed and the balloon inflated appropriately. The saline volume used for inflation did not exceed the recommended volume. The catheter was reportedly used in a stenotic region. It is unknown whether excessive resistance was encountered during clot removal or whether the thrombus was fresh or old/adherent. No additional incision was made, and the balloon was not punctured by any sharp object. A third device, a catheter of the same model was then utilized, and the procedure was completed successfully. There were no reported abnormalities in the product storage conditions. No catheter fragments were left inside the patient's vessel, and no adverse impact to the patient's health was reported. Note: this is report 2 of 2 related to the second catheter used in the event.

Manufacturer narrative:
The device was discarded and is not available for return or evaluation. Therefore, an investigation could not be performed, and the definitive root cause of the reported incident could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: this is report 2 of 2 related to the second catheter used in the event.